Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059501) in united states on 11-feb-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent birth control. On 2013, she got pregnant and gave birth to a healthy girl on 2013. During baby's birth, a tubal ligation was performed and an attempt to locate and remove essure coils was performed. Coils could not be located and she still does not know where they are inside her body. As concomitant medication consumer reported proair inhaler. Serious injury was mentioned as event report type and other serious (important medical event) as event outcome, but not specified and/or assigned to one of the events. Follow-up received on 05-apr-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Follow-up received on 11-apr-2016 follow-up attempts have been completed with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately one year later got pregnant. During delivery an attempt to locate and remove essure coils was performed but coils could not be located and she still doesn't know where they are inside her body (interpreted as device dislocation). These events are serious due to medical significance and listed in the reference safety information for essure. In the present case it was not reported whether the consumer underwent a confirmation test after essure insertion. The device dislocation could have contributed to the occurrence of pregnancy. Since the pregnancy occurred approximately one year after essure insertion, a contraceptive failure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case the exact location of the coils was not known. Event coils could not be located and she still doesn't know where they are inside her body was considered related to essure given its nature. This case was regarded as incident since a device removal was attempted. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
The reporter provided no causality assessment for device dislocation, pregnancy with contraceptive device and device difficult to use with essure. The reporter considered fallopian tube perforation, dysmenorrhoea, menorrhagia, the first episode of abdominal pain lower, pelvic pain, the second episode of abdominal pain lower, back pain, rash, pruritus, headache, arthralgia and high risk pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2015: ultrasound scan result was (B)(6). On an unknown date: hysterosalpingogram result was full occlusion of fallopian tubes. On an unknown date: pregnancy test result was (B)(6). On an unknown date: ultrasound scan result was (B)(6). On an unknown date: urine analysis result was (B)(6). In 2015- second hsg test - essure micro-insert was completely absent from the left tube, and the micro-insert in the right tube had migrated further within the tube, perforating the wall of tube. Most recent follow-up information incorporated above includes: on 1-feb-2017: this is a legal case now. Drug information; new ae added: severe, abnormal menstruation pain, prolonged, abnormal menses, severe, lower abdominal/pelvic pain; severe, abdominal cramping; severe back pain; rashes itching; headaches; and hip pain. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately one year later got pregnant. During delivery an attempt to locate and remove essure coils was performed but coils could not be located and she still doesn't know where they are inside her body. Upon follow-up receipt, it was reported that a second hsg test showed coil was completely absent from left fallopian tube (seen as device dislocation) and micro-insert in the right fallopian tube had migrated further within the tube, perforating the wall if the fallopian tube (fallopian tube perforation). Consumer underwent bilateral salpingostomy and tubal ligation and a new surgery to remove the essure was intended to be performed. These events are serious due to medical significance and anticipated in the reference safety information for essure. In the present case, a hysterosalpingogram three months after essure insertion confirmed full occlusion of fallopian tubes. The exact date and mechanism of fallopian tube perforation/device dislocation are not known. They could have contributed to the occurrence of pregnancy. Since the pregnancy occurred approximately one year after essure insertion, a contraceptive failure cannot be excluded. All events were considered related to essure. This case was regarded as incident since a device removal was attempted. In addition, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6)2016. The most recent information was received on (B)(6)2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coils could not be located and she still don't know where they are inside her body/was completely absent from left fallopian tube"), fallopian tube perforation ("micro-insert in the right fallopian tube had migrated further within the tube, perforating the wall if the fallopian tube/right insert had migrated and perforated right fallopian tube wall") and pregnancy with contraceptive device ("got pregnant/pregnancy (no complications)") in a 32-year-old female patient (gravida 5, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device removal failed" in 2013 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4, stillbirth (at 38 weeks), cesarean section on (B)(6)2010, cesarean section (twin pregnancy, prematurely) on(B)(6) 2012 and cesarean section on (B)(6)2012. Concomitant products included medroxyprogesterone (depo provera) and salbutamol sulfate (proair hfa). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged, abnormal menses/abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pelvic pain/pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of abdominal pain lower ("severe, lower abdominal pain"), the second episode of abdominal pain lower ("severe, abdominal cramping"), back pain ("severe back pain"), rash ("rashes"), pruritus ("itching"), headache ("headaches"), arthralgia ("hip pain") and high risk pregnancy ("high risk pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingostomy and tubal ligation). Essure treatment was ongoing at the time of the report. In 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, menorrhagia, pelvic pain, the last episode of abdominal pain lower, back pain, rash, pruritus, headache, arthralgia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter considered arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, headache, high risk pregnancy, menorrhagia, pelvic pain, pruritus, rash, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Pregnancy test - on an unknown date: positive ultrasound scan - in 2015: six to eight weeks' pregnant; on an unknown date: positive urine analysis - on an unknown date: positive in 2015- second hsg test - essure micro-insert was completely absent from the left tube, and the micro-insert in the right tube had migrated further within the tube, perforating the wall of tube. On (B)(6)2012, hysterosalpingogram revealed no spill of contrast into peritoneum. It was possible that the left essure device was properly placed and is partially obscured by overlying soft tissue. Essure device identified on the right. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6)2018: new event added- abnormal bleeding (vaginal, menorrhagia). Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059501) on 11-feb-2016. The most recent information was received on 07-jun-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coils could not be located and she still don't know where they are inside her body/was completely absent from left fallopian tube"), fallopian tube perforation ("micro-insert in the right fallopian tube had migrated further within the tube, perforating the wall if the fallopian tube/right insert had migrated and perforated right fallopian tube wall/ coil protuding from the end of tube and "poking" other areas") and pregnancy with contraceptive device ("got pregnant/pregnancy (no complications)") in a 32-year-old female patient (gravida 5, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device removal failed" in 2013 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4, stillbirth nos (at 38 weeks), cesarean section on (B)(6) 2010, cesarean section (twin pregnancy, prematurely) on (B)(6) 2012 and cesarean section on (B)(6) 2012. Concurrent conditions included tubal ligation since (B)(6) 2013. Concomitant products included medroxyprogesterone (depo provera) and salbutamol sulfate (proair hfa). In 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged, abnormal menses/abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pelvic pain/pain / deep pain in pelvic area") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced polymenorrhoea ("period came a week early and was so light / period came 15 days later after previous period"), hypomenorrhoea ("period came a week early and was so light"), dizziness ("lightheaded"), the first episode of back pain ("back hurts"), nausea ("I'm way nauseous") and breast discomfort ("breasts feel bigger"). On an unknown date, the patient experienced the first episode of abdominal pain lower ("severe, lower abdominal pain"), the second episode of abdominal pain lower ("severe, abdominal cramping"), the second episode of back pain ("severe back pain"), rash ("rashes"), pruritus ("itching"), headache ("headaches"), arthralgia ("hip pain"), high risk pregnancy ("high risk pregnancy") and adnexa uteri pain ("pretty intense pains around my ovary locations"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingostomy and tubal ligation). Essure treatment was ongoing at the time of the report. In 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, menorrhagia, pelvic pain, the last episode of abdominal pain lower, the last episode of back pain, rash, pruritus, headache, arthralgia, vaginal haemorrhage, adnexa uteri pain, polymenorrhoea, hypomenorrhoea, dizziness, nausea and breast discomfort outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter considered adnexa uteri pain, arthralgia, breast discomfort, dizziness, dysmenorrhoea, fallopian tube perforation, headache, high risk pregnancy, hypomenorrhoea, menorrhagia, nausea, pelvic pain, polymenorrhoea, pruritus, rash, vaginal haemorrhage, the first episode of abdominal pain lower, the first episode of back pain, the second episode of abdominal pain lower and the second episode of back pain to be related to essure. The reporter commented: as per social media patient's posts: essure insertion was on mar-2012 (discrepant from previous information of being inserted on (B)(6) 2012); everything was fine during pregnancy delivery. Her daughter is "perfect in every way". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Nuclear magnetic resonance imaging - on an unknown date: one coil had disappeared pregnancy test - in 2013: positive ultrasound scan - in 2015: six to eight weeks' pregnant; on an unknown date: positive urine analysis - on an unknown date: positive. (B)(6) 2012 hysterosalpingogram revealed no spill of contrast into peritoneum. It was possible that the left essure device was properly placed and is partially obscured by overlying soft tissue. Essure device identified on the right. 2015. Second hsg test - essure micro-insert was completely absent from the left tube, and the micro-insert in the right tube had migrated further within the tube, perforating the wall of tube. Feb-2016. Hsg test - found one , the other had just up and vanished. Recently (reported in 2017) MRI - one coil had disappeared and the other was a stage 2 presentation. Dye test -results not available . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media posts. Updated pregnancy test date and added other relevant lab test and medical history. Added events adnexa uteri pain, hypomenorrhoea, polymenorrhoea, back pain, nausea , breast discomfort, dizziness. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.